Manufacturer narrative:
(B)(4). Statement from manufacturer. Sample evaluation: received one used capillary housing of a introcan safety-w pur 14g, 2.2x50mm-EU without packaging. No capillary, cannula assembly and protective cap returned. Visually inspected the capillary housing and no abnormality observed. The capillary housing was dissected and no remaining of capillary found on the metal bush. We can conclude that the capillary was detached instead of broken. Metal bush outer diameter measurement. The metal bush od was measured and the result as below: capillary housing passage inner diameter. The ipqc and final control catheter strength test results were being reviewed:: ipqc catheter strength test results: specification : min 15n, result : all passed. Fc catheter strength test results: specification : min 15n, result : all passed. Conclusion: no abnormality found based on the sample analysis. However, no further investigation can be carried out due to no capillary returned. No failure found for the complaint batch during the ipqc and fc sampling buy off results. This complaint is considered as not judgable.

Manufacturer narrative:
(B)(4). We received one used capillary housing of a introcan safety-w pur 14g, 2.2x50mm-EU without packaging. The received sample was taken to a visual examination. The connection capillary/capillary housing was detached/torn off directly at the metal bushing inside the capillary housing. The detached capillary and the cannula was not returned by the customer. We could not detect any damage respectively any deviation at the capillary housing. How the damage occurred from the introcan safety could not be comprehended. If the sample was damaged in the original packed we consider the complaint as justified. We have informed out manufacturer accordingly. A follow-up report will be provided after their statement is available. Received the device history record of the complaint batch and no defects was encountered during in-process inspection or at final control inspection. The process cards showed no abnormalities.

Event description:
As reported by the user facility ((B)(4)): with ascites puncture, the catheter was detached in the patient's abdomen. The patient was at the day hosp. For ascites puncture, and had to be hospitalized for observation 24h. At this hour, the patient is stable. The physician manipulated the catheter without any worries. When installing and removing the guide, he felt no resistance. When the safety system is activated (or complete removal of the guide), he observed that the orange part of the device did not take in the stomach and therefore fell.